Event description:
During a colonic stent placement, the physician selected a cook endoscopy z-stent colonic stent. Once the wire guide was placed through the stricture, the introduction system and stent were advanced over the wire guide. Once in position, the stent would not deploy. The stent was introduction system were removed from the patient. The physician noticed a kink in the introduction system. The kink is preventing stent deployment. The physician stopped the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. This patient did not experience any adverse effects due to this observation. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: the information provided indicated the colonic stricture was not dilated because the physician determined dilation was not needed. However, resistance in advancing the introduction system and stent into position was encountered. If additional pressure was applied to the introduction system, perhaps in response to resistance during advancement, this could have caused a kink to occur. A kink in the introduction system could prohibit stent deployment by creating resistance in movement of the introduction system. The instructions for use caution he user that the area to be stented should be dilated to a minimum of 10mm prior to advancing the introduction system into the colon. If the area to be stented is smaller than 10mm in diameter, this can create resistance in stent system advancement, as reported. The instructions for use direct the user to visually inspect the stent system with particular attention to kinks, bends and breaks prior to use. If an abnormality is detected, that would prohibit proper working condition, the user is instructed not to use the device. Prior to distribution, all z-stent colonic stents are subjected to a visual inspection to ensure the device is free of kinks and bends. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.